Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their stimulator (isn) that was implanted for non-malignant pain. It was reported that patient saw poor communication on the patient programmer (pp), programmer stopped working and reported no stimulation. Caller was able to communicate with the ins recharger. Patient was walked through on how to turn the stimulator on. After that, patient confirmed that the pp was working just fine. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstance that led to the poor communication, no stimulation and patient programmer not working was nothing, needed new programming device. The patient reported that the programming device wasn¿t working, couldn¿t adjust up or down. The patient reported that the issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated patient met rep and told pp had stopped working a long time ago. Rep stated patient just received paper work from manufacturer, but her pp was never replaced. Rep confirmed that patient referring to poor communication on her pp that she had reported on (B)(6) 2018. Rep stated ins recharger was working. It was reviewed that patient called pss back to say that she got her pp working and that was why no replacement was sent. Rep tried to get replacement pp for patient. It was reviewed patient need to call repair to have replacement pp sent out. A replacement pp would be sent to patient. It was noted patient had poor communication and did not use antenna. No further complication and no symptoms were reported.

Manufacturer narrative:
Analysis of the patient programmer (model number: 97740, serial number: (B)(4)) found that the telemetry board was broken, there was no interrogation, the bottom case assembly was corroded due to battery corrosion, and the face plate was scratched. If information is provided in the future, a supplemental report will be issued.